Event description:
Additional information received indicated that the malfunction did not result in any injury to the patient.

Manufacturer narrative:
Other, other text: additional information: a2, a3,b3,b5, and h6.

Manufacturer narrative:
Device evaluation: with chip in the upper lh corner of the rear housing on the seam. Event history log review was performed and found evidence of reported problem. Visual inspection, and user mode testing were performed. The customer reported "starts/stops unpredictably" problem was verified. During testing the pump downstream occlusion sensor and upstream occlusion sensor in mu mode revealed no abnormalities. According to the investigation, running the pump for extended periods did not induce any errors and the power cycling did not induce any errors. In additional, when the pressure test was running the pump did not alarm at pressure up to 44psi. According to the investigation, the reported problem was caused by faulty downstream occlusion sensor. Services replaced the pump faulty downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump started and stopped unpredictably. No reported adverse effects.